Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca and one resolute onyx drug eluting stent was implanted in the cx. Approximately 12 months post procedure patient suffered anal nipple hypertrophy with bleeding. The patient was on dapt 24 hours prior to the event. The event was treated with medication. Patient has not recovered.